Manufacturer narrative:
(Lap procedure converted to an open). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection, while on the liver, the device was a powered stapler, they had issues firing the reloads. The error message they kept getting was a graphic for excessive force. They tried switching handles, shells, and adapters. The error happened intermittently, and it was very difficult to fire. They always used the reload on this type of tissue. They tried two other reloads of different size and got the same error. The surgical time was extended by 30 minutes or more due to the product problem. They had to convert to an open case due to the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The sled was advanced to the end of all the devices. Visual analysis of the device shows all externally visible components are present with no extreme signs of damage. Pusher positions were evaluated and were found to be flush or below the cartridge¿s surface through-out the cartridge length. Review of the cartridge knife slot showed some bowing causing it to appear narrow. When a device has a sled in the distal position (fired), the cartridge may have the tendency to bow in slightly. During the firing of the device, the sled and knife will open the slot, this is normal in a device and will not yield higher firing forced. Further analysis of one of the devices was performed by dismantling the cartridge from the device. The cartridge was removed to review tabs and cartridge for damage. There was no abnormal damage to the cartridge tabs or any other features of the cartridge. All tabs were properly aligned for engagement in the channel. All internal components were present within the device with no abnormal damage noticed. The positions of the pushers to the cartridge¿s surface and the damage to the sled indicates the devices were applied to tissue beyond the indicated range of use. No additional actions are required as the devices had all components present with no abnormalities noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions such as application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.